Event description:
It was reported that patient was not able to adjust the stimulation on their implantable neurostimulator (ins). The patient stated that they were having surgery this morning and that the turned the ins off. When the patient went to turn on the ins back on, they observed a ¿call your doctor¿ icon and was getting a warning power-on-reset (por) condition on the ins. It was noted that the patient had moved and did not have a doctor for the device therapy but the nurse was to page the manufacturer¿s representative to ¿program¿ the patient. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3093-28, lot# j0519438v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Additional information received reports the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6). It was also noted the patient was disappointed the representative did not come to hospital when the patient had surgery. The patient had to goto a different hospital day one post-operative to get unit reprogramed.